Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation surgery, the inflammation occurred after more than one month after iol implant surgery. The sample is not available as it still remains in the patient's eye. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested and received, indicating that the patient complained of worsening myodesopsia. The left eye showed adhesions on the posterior surface of iols. The patient was kept on steroids medication for intraocular inflammation and a decrease in adhesions was observed.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).